Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, three increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2013 18:38:12. During night drain cycle five, the patient's ultrafiltration reading was 601ml, indicating the home patient (hp) drained 601ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available.